Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient also experienced bilateral nipple ptosis, and the patient underwent replacement with 475cc smooth mentor saline breast implants on (B)(6) 2019. After secondary review of the file, it was discovered that the device manufacture date and expiration date were omitted in error. Device manufacturing date april 01, 2003 and expiration date april 30, 2007 were added based on the manufacturing record evaluation (mre). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received the suspect medical device. Device evaluation summary: according to the reported information, the patient experienced a deflation in the breast implant. During visual inspection of the device it was observed with no apparent damage. Leak testing revealed there was leakage from the valve. No additional anomalies were observed. The analysis was¿unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot.¿ it should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture concomitant medical products: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a 630cc mentor smooth round high profile saline breast implant and experienced postoperative right-sided deflation, confirmed by a physician. As a result, the patient is scheduled to undergo explantation on (B)(6) 2019.